Event description:
The dr noted blood coming from the threaded portion of the yellow hub. The threaded portion of the hemostasis valve was loose. Event complications: unk. -reported 12/27/96. Pt's current status: unk. -reported 12/27/96.